Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: imu49jb53, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was further reported that the patient overall was not feeling well with av (atrial ventricular) desynchrony. The right atrial (ra) lead exhibited noise and the right ventricular (rv) lead exhibited high thresholds. Both leads were capped and replaced with a new system implanted on the right side. No further patient complications have been reported as a result of this event.